Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was 189 mg/dl.